Event description:
Consumer called to report accuracy problems with her meter. Had it tested against a lab reading. Analysis run on consensus error grid using lab reading (100) as reference point vs. Bd readings (460) yielded data points in the d range of the grid, outside of acceptable limits.

Manufacturer narrative:
Awaiting return of product to conduct quality investigation.